Event description:
It was reported that, "implants removed due to infection. Doctor used antibiotic spacer in conjunction with accolade stem. A complete revision will be done at a later date when infection is under control."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 623-10-32d, lot# mjm9d3, description: trident 10 x3 insert 32mm ID. Cat# 6570-0-232, lot# 34534603, description: delta v-40 ceramic head 32/+4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.